Event description:
It was reported that the programmer was unable to interrogate a device. A new rf head was used to complete the interrogation. The programmer and the rf head were returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, the cable was out of electrical specification and cracked. (B)(4).